Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. The damaged incurred to the guidewire exhibits severe tensile elongation of the outer coils, separation of the center core wire and a section of the wire has severed. During the placement procedure, the user should not pull back the guidewire over the needle bevel as this may sever the end of the guidewire. It should be noted, the distal weld tip has severed from the center core wire and is missing from the distal end of the guidewire. Its location is unknown at this time. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Wire would not withdraw from PICC, then came apart upon withdrawal outside of pt. No pt harm. Difficult insertion. Per investigation - guidewire tip is missing.